Manufacturer narrative:
Device passed the displacement. Device received with complete broken reservoir tube lip, dog chew marks and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the damage on the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that reservoir was not lock into place it was loose. The insulin pump will be returned for analysis.